Event description:
It was reported by service report that the footboard display was inoperable. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Conclusion: the replacement part has been ordered and the stryker service rep will return to complete the repair.